Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was found to have shifted, resulting in loss of capture. The lead was immediately repositioned. After repositioning, threshold values and impedances were correct. No adverse patient effects were reported.